Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and a "low internal battery" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an open condition was found within the device's power cord. The device's power cord was replaced to address the issue.